Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that the problem was the broken fiber optic connector. The fse disassembled the unit, removed and replaced the connector. Unrelated to the reported event, the fse found the 9v back-up battery to be dead and replaced the battery as well. The fse reassembled the iabp unit and performed all functional test and calibration. The unit passed all test and was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic issue. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.